Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that he locked his keypad and was unable to unlock it due to a keypad anomaly. The customer's blood glucose reading was 400 mg/dl. The customer treated with a manual injection. The customer also reported a time clock anomaly, a no delivery alarm, and bent cannulas. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.